Event description:
As a vascular doppler study was in the process of being initiated, a staff nurse using a tv remote control "clean remote" to turn the volume of the tv down, but this actually caused the screen display to change on the parks model 2100 sx. Clinical engineering has since tested this and in fact does indeed change the screen and will freeze the screen on the park when various keys are pushed.